Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? Yes. No leak noted. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative air-leak was related to an alleged deficiency of the device or were their other contributing patient factors? The surgeon just guessed it might be related to malformed staples.

Manufacturer narrative:
(B)(4) date sent: 6/11/2025. Additional information was requested and the following was obtained: event date should be 27-mar-2025.

Manufacturer narrative:
(B)(4) date sent: 5/1/2025 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested. To date, a response has not been received. Should further details become available, a supplemental report will be submitted. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative air-leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on the afternoon of the second day after surgery, the patient complained of bubble overflow in water-sealed bottle when coughing, which was considered to be lung wound leakage, and the air leakage was aggravated gradually, which was considered to be poor nailing of occluder. The symptoms were improved after intrathoracic infusion of high glucose, and there was still a small amount of air leakage. No additional information can be provided.